Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported the patient called the clinic approximately nine times to report the pump was not working. The pump was interrogated on (B)(6) 2014 and revealed the pump is in safe state. The logs confirmed reset occurred; reset occurred low battery on (B)(6) 2014. The infusion mode was minimum rate. The patient¿s next refill was scheduled for (B)(6) 2014. The last programming session was (B)(6) 2014 where a 5% increase was programmed. The elective replacement indicator (eri) was 51 months. No specific symptoms were reported. No audible alarms have been heard. The hcp planned to cover the patient with oral medication. Hcp will consult with the physician about replacement. The pump was delivering baclofen compounded baclofen and morphine.